Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function and the patient experienced an adverse event. Patient reported that he was passed out due to low blood glucose (bg) level. Police were called out because patient was not answering phone calls. It is not known who contacted the police. The police called emergency medical services (ems). Ems went to patient's location and treated patient with dextrose. Patient refused to go to hospital. Patient alleged that the low event was caused by the receiver not working. At the time of contact, patient is fine. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log found a firmware error; however, it is unrelated to the customer complaint. A manual try it function was performed and the test passeds. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.